Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. Visual and functional examinations were performed and all samples show that the knots were configured correctly. The complete loop closure was possible and no reopening of the loop was observed. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an appendectomy procedure in 2016 and suture was used. One day following the procedure, the patient experienced fever, abdominal pain, high c-reactive protein. It was also reported that the patient has peritonitis. The laparotomy with lavage was performed on (B)(6) 2016. During the re-operation, it was found that knot was open and floppy around the margin line. No further information was provided.